Manufacturer narrative:
A complete review of the batch documentation of hyalgan 110300 (manufactured on 06/13/06) was performed by fidia. No out-of specifications or any possible abnormality of the batch were found either on manufacturing or controls.

Event description:
Initial information received by the us distributor for hyalgan - sanofi-aventis - from a nurse on 03/05/07: a female (age unspecified) experienced a pseudoseptic reaction after her second injection with hyaluronate sodium (hyalgan) for her left knee. Lot # 110300. Additional info received from the nurse on 03/07/07: a female who received her fourth injection of hyaluronate sodium (expiration date: june 2009) in 2007, reported that her left knee was "very swollen" the following day. Four days later, she went back to the clinic and her left knee was drained. Another three days later, the affected knee was re-drained and pt was given a cortisone injection nos. Specimen from the aspirate was sent to the lab for analysis and came back with results which showed a "pseudoseptic knee". The patient's fifth dose of hyaluronate sodium will not be administered. She has recovered and is scheduled for total knee replacement. Nurse will fax over the pt's lab results. Additional info received from the nurse on 03/08/07: the fluid drained from the left knee four days later, showed no pathologic crystals. Gram stain revealed 3+ white blood cells (wbcs) and no organisms. A culture showed no growth after the more than 18 hours, 18 to 24 hours, after 48 hrs, and after 72 hrs. The synovial fluid was yellow and translucent, had a wbc count of 8869, contained fibrin clots, neutrophils of 99, red blood cells (rbc) were present, and a few macrophages were present. The wbc count may have been inaccurate. The pt returned to a visit three days later, with no change in her symptoms. The left knee was aspirated again yielding 80 cc's of dark serous, cloudy fluid. Three xrays of the left knee showed evidence of severe degenerative changes noted especially at the medical compartment and patellofemoral compartment. The patient also had calcification at the menisci. Gram stains, cultures and crystals were normal. The physician diagnosed the pt was "pseudoseptic arthritis". The patient was injected with methylprednisolone (depo medrol) 80 mg and 5 cc lidocaine (xylocaine) and 5 cc bupivacaine (marcaine) into the left knee. This was done to decrease pain and inflammation. She was prescribed hydrocodone + acetaminophen (vicodin es). Corrective treatment: methylprednisolone 80 mg and 5 cc lidocaine and 5 cc bupivacaine into the left knee, hydrocodone + acetaminophen.